Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available for evaluation due to contamination with a cytotoxic agent; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a batch review did not reveal any issues related to this complaint. Furthermore, no other issues outside the statistical acceptance criteria were revealed for in-process testing and product testing. As required by the manufacturing procedures for each produced finished code and also individual components, statistical sampling is used to control the quality of fully-assembled sets at every stage of the manufacturing processes. The sampling and the test results confirm that the batch complied with the required quality characteristics as defined in the procedure. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter (B)(4) a flogard intravenous solution adminstration set in which a leak occurred. According to the report, the set was connected to a patient via a colleague infusion pump when the staff noticed a leak at the connection point between the set's luer and an unknown polyvinyl chloride (pvc) tubing. The condition was identified during patient use. There were no reports of patient injury or medical intervention associated with this event. No additional information is available.